Event description:
Customer reported that system exited during examination without error message.

Manufacturer narrative:
(B)(4). The investigation showed that the field service engineer (fse) troubleshot the system and analyzed the log files and no errors were noted. Further analysis showed that the failure was not reproducible. Continued investigation revealed that the problem may have been is caused by the wrong firmware of the (B)(4) harddisk drive (hdd) which intermittently causes a system freeze. The problem will be solved by switching to a higher version of the hdd firmware. For the installed base this solution is available as (B)(4).